Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the erbe generator was faulting. An intuitive surgical, inc (isi) tech support engineer (tse) viewed the system logs and found errors c-34, c-38 and m-11. The tse asked the customer to power off and unplug the erbe generator for 30 seconds. The erbe faults returned on power up. The tse asked the customer to locate a backup generator and an energy activation cable. The procedure was completed with no reports of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the erbe to resolve the issue. System tested and verified as ready for use. Isi has received the erbe generator involved with this complaint; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The erbe generator was analyzed, and an error c-34 was noted. The unit was placed on an in-house system and was run in normal mode. The complaint regarding the erbe faulting was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.